Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons will not activate device) has been confirmed. Upon evaluation, the rear response cable was detached from the connector. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. No adverse event resulted from the detached response cable. The pt was issued a replacement monitor.